Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented in the clinic after receiving unanticipated high voltage therapy due to svt. It was recommended to reprogram the device. No further information is available.

Manufacturer narrative:
(B)(4).